Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid and baclofen via an implantable pump for spinal pain. It was reported that the hcp texted him letting him know that a patient's pump was alarming but there was no indication of a pump alarm in the telemetry. The rep stated that the hcp told him the patient had gone to the emergency room (ER) to get the pump checked but they couldn't help him. The rep confirmed no symptoms were reported. The rep stated that the physician said the patient was hearing the alarm every hour and had recorded it and the hcp had confirmed hearing the non-critical alarm. The rep stated the hcp requested a follow-up call. Additional information received from the managing health care provider (hcp) indicated that the patient had his last refill on january 3rd and did not have a low reservoir alarm. The hcp stated there were no active alert banners in the home tab or any alarms in the logs. The hcp stated the patient was still hearing the alarm on the 51 minute of every hour. The hcp confirmed that the patient was not having any symptoms and had a refill coming up. Technical services reviewed changes to the reservoir volume could potentially stop the alarm from continuing to go off. The hcp stated that they were going to bring the patient in on monday, before their expected refill, to make programming changes to the reservoir volume to see if the alarm stops. The hcp stated the patient had rescue baclofen and oxycodone oral.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the cause of the event was unknown. The pump was interrogated, and the logs were read. It was noted that the pump was still alarming. The patient has an appointment on (B)(6) 2025. The issue was not resolved.